Event description:
It was reported that the 9800 system showed blocks on the control panel display. System required reboot. System operated as expected after reboot. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The exact failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.